Event description:
It was reported that high capture threshold and increased within range pacing impedance were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the coil was found at 7.8cm from the connector pin consistent with fatigue.